Event description:
The patient states omnipod did not release insulin, and no alarms went off. The blood sugar was 497 then she ate carbs and she started vomiting and at 6pm the blood sugar was 490 then at 8pm it was over 800. She called ambulance and was hospitalized for 2 days. She didn¿t try any backup insulin.